Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer states: 7 patients have died. After reopening the chest, they have found that the aorta tissue has been torn, but the suture string and knot is correct. Surgeon comments (e.g. Condition of tissue) - it happened with sutures from new boxes. Sales rep was present for the case. [Other ftrs: (B)(4)]. Add'l info received: reports have been collected from (B)(6) investigators that show 4 patients of 7 have been specified as high risk patients (not fit for surgery). The other three patients have been operated by one surgeon. So the investigator team has announced the cause of death is away from the sutures. We do not have access to the patients details as they are confidential data.